Event description:
The reporter indicated that a 12.6mm vticmo 2.6 implantable collamer lens of -14.5/3.5/110 (sphere/cylinder/axis) tore/broke during injection/delivery into the patient's right eye (od) on (B)(6) 2022. The lens was not implanted. Patient contact was reported but no patient injury. A replacement lens was later implanted of the same model/size and similar power. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Lens work order search: no similar complaint event(s) within associated lots were found. Claim#: (B)(4).